Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to manual dose injection for insulin therapy. Reportedly, the customer was using trusteel infusion set for longer than the recommended 48 hour period, which is off label per the tandem user guide.

Manufacturer narrative:
Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.